Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal device use, which was not resolved by a battery change. The customer's blood glucose was 166 mg/dl. She was advised that the alarm indicated that the battery cap may have been loose and was advised that the cap would be replaced. She was advised to clear the alarm with the esc and act buttons, disconnect and remove the reservoir from the device, and rewind the insulin pump. She placed a new reservoir in and reported that the insulin pump would not rewind all the way to the reservoir before alarming no delivery. She was assisted with reprogramming the time/date settings and was advised to monitor the device.